Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the hospital after receiving a vibratory alert, the device was found to be in backup vvi mode. Programming changes were made and a software download was performed successfully. The device remains implanted.